Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 4 samples exhibited poor plasma ("floaties" in plasma were reported). No recollect was required. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-dec-2024. Investigation summary: bd received 4 contaminated samples, 1 photo and 1 video for investigation. The customer¿s indicated failure mode cannot visually be seen in the contaminated samples or the photo. The video was evaluated and does show the customer¿s failure mode of poor plasma. Additionally, 100 retention samples were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2024. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, 4 samples exhibited poor plasma ("floaties" in plasma were reported). No recollect was required. There was no health impact or consequences reported.